Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2008 and the mesh was implanted. Following the procedure, the patient experienced mesh erosion into the vagina wall and that small section of the mesh was removed. The patient also experienced pain in their pudendal nerve which is affecting her back, thigh and left hip. The patient is unable to stand, sit or walk for any length of time. The patient has not been able to work since (B)(6) 2017. The patient is , currently, looking to have the mesh removed if possible. No further information is available.